Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a few hours post implant the lead exhibited intermittent loss of ventricular capture. The physician believed the lead was too short for the patient. The lead was explanted and replaced.